Event description:
It was reported that a revision surgery was performed on the patient due to loosening of the acetabular liner and anterior impingement of the cup of about 4-5mm with a bit of decreased anteversion in the cup. Details of the devices are unknown. No complications reported.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our clinical/medical team concluded: no x-rays have been provided and the components have not been returned. All documents provided as of this date have been reviewed and consider and unless noted do not contribute to the clinical investigation. The impact to the patient beyond the surgery was not provided except in 2015 he developed ¿trochanteric bursitis in his left hip. Based on the information provided, the root cause of the loosening and impingement cannot be concluded but the loosening could be related to the impingement. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for this device.